Event description:
Additional information was received from a rep on 2022-12-20 reporting that an hcp notified them today that the pt's leads have high impedance values on some of the electrodes. Caller did not have any further information and also noted that the hcp commented that the top of the lead was in the epidural space. Caller was uncertain of who the managing hcp was but stated it may be the reporting hcp. Caller mentioned pt needs to have a surgical lead implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances on contacts 0-15. Connected with tablet, measured impedance, checked with different reference points all consistent at 10000. Patient had major cardiac surgery in (B)(6) 2022. His system has not worked since the surgery. He is able to charge but not able to turn stimulation on. Measured impedance with tablet. Moved ins in pocket without change to impedance. Obtained fall and post recent event history from patient. The rep noted the cause was most likely caused from major cardiac surgery in (B)(6) 2022. System has not worked since the surgery. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they were having issues with their stimulation and the issue began about a week ago. Pt notified medtronic representative (B)(4) of the issue and the representative advised the pt to contact patient services first. Pt noted their stimulator wasn't working and they weren't getting stimulation and they had this for a while so they were kind of familiar with it (ps understood this as pt was implanted for a while and pt knew how to use their equipment). Pt stated their programmer and recharger seemed to be working fine and when the pt turned their programmer on everything looked alright and the stimulator was energized. Pt would go into group d which had different body positions. Pt noted when they would go into either group c or d nothing much happened. Pt also noted they didn't get much on c. During the call pt went to group d and increased the strength of their stimulation and nothing happened, and nothing would happen in either group b, c, or d. Pt confirmed the numbers went up when they increased stimulation but did not feel relief/therapy. The issue was not resolved. The caller was redirected to ps emailed representatives for visibility. Pt did not provide hcp information but did noted that they were either seen at the (B)(6) hospital in (B)(6) or in the (B)(6) clinic. Pt also noted they wore hearing aids.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.